Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that 2" of the instrument flush tube was sticking out of the luer plate. The flange on the flush tube was smaller than usual and had been flattented.the back face of the housing and a cut/indentation and a section next to the cut bluges outward, indicating that the instrument was most likely mishandled. Engineering also observed scraping all around the distal end of the main tube, creating a rough surface finish. It was determined that this damage may have been caused by a defective cannula accessory.

Event description:
It was reported that the plastic flush tube is hanging out the back of the permanent cautery spatula instrument. No add'l info was provided. No patient harm, adverse outcome or injury was reported.